Event description:
Incident: my wife was dropped from a hydraulic transfer lift. The lift is a dangerous equipment because it has no safety feature that would prevent a rapid drop of the pt, if the pressure release valve is not opened slowly. The device needs design improvements to prevent such drops in case of an accidental release of hydraulic pressure. The product was damaged before the incident: no. The product was modified before the incident: no. (B)(4).